Event description:
Right groin hematoma after patient attempted bowel movement (and after working with ot) on (B)(6) 2026. Hematoma was about 8' diameter and bubbled up. Manual pressure applied for 45 min. Manual pressure held additional 2 x 20 min for re-occurring right groin hematoma. Total 85 min pressure held. No recurrence since. Angioseal originally placed on (B)(6) 2026. No external oozing or bleeding, all internal. Diagnosis for use: obesity.